Event description:
It was reported the patient experienced difficulty recharging the device due to the ipg being implanted too deep. In turn, the patient did not recharge the device as recommended. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, stimulation was restored post operatively.